Manufacturer narrative:
The hospital biomed performed calibration and a reinstallation of the popoff valve. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a ventilator failure in volume control mode. There was no reported patient injury.